Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a hole; subsequently, a leak was noted. The tubing set was being used to deliver 250ml of normal saline, at a rate of 250ml/hr, via a plum a+ pump. At 1510, it was reported that within 30 seconds after the delivery was started, approximately 1ml of solution leaked from a hole in the tubing set. The customer contact described the location of the hole as 60cm from the patient end of the tubing. The tubing set was replaced and the therapy was resumed. There were no adverse pt effects and no delay I therapy critical to this patient. No medical interventions were required. No additional info was provided.